Event description:
It was reported that during routine testing, the external pulse generator was found to have multiple cracks in it's case as well as a broken battery tray assembly. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer and upper and lower cases are broken. Ring cover is contaminated. Both battery latches, both bail covers, one case screw, caution label, and both bails are missing.